Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/12/2014 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were unresponsive; the reported event was duplicated. Moisture was observed behind the display lens. The pump failed a leak test due to a cracked pump case; this device failure indirectly contributed to the reported event. The pump case was removed, and further evidence of moisture ingress was observed on the printed circuit board and keypad flex connector. The moisture damage on the printed circuit board is related to the reported event. The moisture damage to the keypad flex connector directly caused the reported event. Unrelated to the reported event, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.